Manufacturer narrative:
Other, other text: device evaluation: cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and downstream occlusion pressure range testing with latch cassette were performed. The reported problem was unable to be duplicated. However, the pump event log showed several high alarms of downstream occlusion. According to the investigation the pump downstream occlusion sensor will be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, (patient code).

Event description:
Information was received indicating that a smiths medical pump was erroring that the "cassette not attached properly". There were no reported adverse events.